Event description:
Patient presented to the physician with an infection at the neck incision site. Physician brought the patient into the or, debrided the neck incision, and closed. Physician prescribed antibiotics after the procedure was completed.

Event description:
Patient presented back to the physician with an infection at the ipg site and pus seeping from the chest incision. Physician brought the patient into the operating room and found that the sensing lead had dislodged from the original location with both leads tangled at the ipg pocket. Due to infection and suspected manipulation of the leads, the physician removed the entire inspire system and prescribed antibiotics after the procedure was completed.